Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review showed a structured query language (sql) error, however the reported event of an app crash alert was undetermined. The probable cause cannot be determined.